Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, serial# unknown, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. G2. Foreign: germany medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient could not increase the stimulation intensity. This occurred in a normal environment. A system check with the patient was scheduled for 25-feb-2025. No action was taken yet. No symptoms were reported, and the patient was alive with no injury. Additional information was received. It was reported that the results of the 25-feb-2025 system check were that the electrode is broken; 0-4 defect. Troubleshooting was performed; an impedance measurement was performed. The cause of the inability to increase intensity was determined, the electrode was broken. The actions taken to resolve it were reprogramming with 5-7. The patient will test the new programming. The patient will give feedback to the doctor and discuss further steps with the doctor. The inability to increase the intensity was not resolved on 0-4 electrodes. Reprogramming was explained to the doctor. There are no further activities planned at this time. No explant and no explantation planned yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that no further action was planned and no further information was available.

Manufacturer narrative:
G2. Foreign: de. H6: fdd code a0401 no longer applies to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) clarifying "broken" did not mean the device was necessarily physically broken, but rather broken = defect = high impedance. The rep provided a picture of the impedance measurements, which showed 40,000 ohm impedance readings for contacts 0-4.

Manufacturer narrative:
Continuation of d10: product ID: 977a2, serial# unknown, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Model number of lead confirmed. The cause of the high impedances with contacts 0-4 was not determined. The manufacturer representative stated that reprogramming resolved the issue, but that they have no other information yet.